Event description:
It was reported that a patient was being shocked and jolted by an implantable neurostimulator (ins), and there was loss of therapeutic effect. Pain occurred during a magnetic resonance imaging (MRI) of the patient's left shoulder. The patient did not turn her ins off during the MRI. There was pain in her vaginal area. It was reported that the pain started right away and went on for the entire MRI (22 minutes.) The location of symptoms was "at the ins location and just above the implant site". It was stated that the MRI shut her device down. It was stated that the company representative checked her device, one of the leads was damaged, and he shut off the damaged lead. "The device was working before the MRI but now feels like it is not working. The stimulation had to be turned up higher now than it was before the MRI". The patient is returning for a computed tomography (cat) scan of her abdomen and pelvis in a few days. Additional information has been requested, but was not available at the time of this report.

Event description:
Additional information received reported that the patient previously had a device and it was removed because they ruined the device by doing an MRI. The hospital that was going to do the surgery was not and the patient needed a new health care provider (hcp).

Manufacturer narrative:
Product ID: 3093-28, lot#: v287635, implanted: (B)(6) 2009, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).